Manufacturer narrative:
Citation: ryan, r., david, c., jasmir, n., premal, p. (2024). Efficacy and patient satisfaction of rezum water vapor therapy for the treatment of catheter-dependent urinary retention: canadian single-center experience. Cuaj, poster 2: endourology, bph (part I), volume 18, (issue 6), 1. B3. Date of event: exact event date is unknown. Date of publication used. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in the cuaj poster 2: endourology, bph journal that a prospective study was conducted in order to evaluate the real world efficacy and safety of rezum water vapor therapy for the treatment of catheter dependent urinary retention in a canadian population. The study occurred with 24 patients in a single center from april 2022 to april 2023 with rezum products. Postoperative complications included urinary tract infection and hematuria. One patient was admitted to the hospital for clot retention. Two patients did further surgical intervention for ongoing bothersome lower urinary tract symptoms. No further patient complications were reported.